Event description:
It was reported that the right atrial (ra) lead was exhibiting varying threshold measurements. The patient was experiencing non-specific pain. The physician believed the lead had perforated the atrium and caused the patient¿s symptoms. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal connector of the lead was extrinsically bent. The helix of the lead was extrinsically bent and became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: vedr01 ipg, implanted: (B)(6) 2014. (B)(4).